Event description:
It was reported that customer was hospitalized due to low blood glucose. Customer states that his wife found him unresponsive, and called 911. Customer's blood glucose was 20 mg/dl and was treated with glucose gel. Customer was admitted to the hospital on (B)(6) 2014. During troubleshooting, it was found that insulin pump was functioning as designed. Customer was advised to follow up with health care professional regarding low blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.